Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, indication and name of index surgical procedure when monocryl suture was used? On what tissue monocryl suture was used? What was a tissue condition? Was ¿hydrogel type dressing¿ applied at the same index surgical procedure and what was a reason for application? What did you mean by catastrophic outcomes? Please specify them. When those outcomes occurred from the time of index surgery? It was reported that ¿accelerated breakdown of sutures ¿ occurred. Please clarify following: were sutures broke post-op? If yes, how many sutures broke on this one patient? Any medical treatment provided for outcomes? If yes, please specify. Was any surgical intervention required due to suture breakage post-op? Product code and lot number? Do you have a photo? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was reported that applying a hydrogel type dressing to debride a wound with sutures expedites accelerated breakdown of sutures with 'catastrophic' outcomes. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2020. It was reported that this device event did not happen, therefore this is not a malfunction reportable event and this medwatch is being voided.